Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the second episode of device dislocation ("displaced essure coil"), uterine haemorrhage ("abnormal uterine bleeding"), the first episode of device dislocation ("malposition of essure-uterus/ migration of essure-uterus") and device expulsion ("malposition of essure-uterus/ migration of essure-uterus") in a 43-year-old female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulliparous, nulli gravida, mood altered and endometrial ablation in 2009. Previously administered products included for birth control: mirena from october 2008 to march 2009 and copper t from 1996 to 2008; for an unreported indication: depo provera from march 2009 to july 2009, effexor from january 2008 to june 2008 and ambien from january 2008 to june 2008. Concurrent conditions included drug allergy. Family history included cancer (paternal grandmother) and diabetes mellitus (sister). Concomitant products included alprazolam (xanax) from april 2013 to june 2013, clonazepam (klonopin) since may 2012, phentermine from april 2009 to october 2009, sumatriptan (imitrex) since april 2012 and trazodone since october 2010. On (B)(6)2009, the patient had essure inserted. In march 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In april 2009, the patient experienced weight increased ("weight gain"). In january 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). In october 2012, the patient experienced alopecia ("hair loss"). In november 2016, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant), depression ("essure worsened depression/anxiety") and anxiety ("essure worsened depression/anxiety"). The patient was treated with iron (iron supplement), surgery (underwent a laparoscopic hysterectomy and bilateral salpingectomy.), surgery (supracervical hysterectomy (uterus only) laparoscopically). Essure was removed on (B)(6)2017. At the time of the report, the last episode of device dislocation, uterine haemorrhage and device expulsion outcome was unknown and the vaginal haemorrhage, menorrhagia, weight increased, migraine, headache, fatigue, dysmenorrhoea, alopecia, depression and anxiety had not resolved. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: patient tolerated essure insertion procedure and removal procedure (laparoscopic supra cervical hysterectomy) well. Injuries or symptoms claimed resulted from essure did not decrease or resolve following essure removal. She did not retain the essure device or any portion of it, after essure removed. She had diagnostic laparoscopy, bilateral tubal ligation with fulguration on (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion pregnancy test urine - on (B)(6)2009: negative hysterosalphingogram on (B)(6)2009, finding: the uterus was fills but was difficult to completely visualize. No contrast was present in either fallopian tube ultrasound on (B)(6)2013, comment: right coil appears to be in myometrium and left coil not visible. Surgical pathology report on (B)(6)2017, final diagnosis: uterus (53 grams), morcellated supracervical hysterectomy: - leiomyomata, up to 1.5 cm. - benign basal endometrium. - intra-uterine, coiled metallic device. Current weight as of (B)(6)2018: 158 pounds. Approximate weight at the time of essure placement: around 170 pounds. On (B)(6)2014, she had diagnostic laparoscopy, bilateral tubal ligation with fulguration. Findings: abnormal shaped uterus with possible bicornuate uterus versus fibroid in the left cornual region of the uterus. Tubes and ovaries normal bilaterally. No pelvic adhesive disease. No essure coils located in the abdomen or pelvis. Mobile enlarged uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of device dislocation ("displaced essure coil"), uterine haemorrhage ("abnormal uterine bleeding"), the first episode of device dislocation ("malposition of essure-uterus/ migration of essure-uterus") and embedded device ("malposition of essure-uterus/ migration of essure-uterus / previous exam and scans revealed possible displacement of the essure coils in the myometrium of the uterus") in a 43-year-old female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulliparous, nulli gravida, mood altered, endometrial ablation in 2009, uterine fibroid, anxiety disorder and depression. Previously administered products included for birth control: mirena from (B)(6) 2008 to (B)(6) 2009 and copper t from 1996 to 2008; for an unreported indication: depo provera from (B)(6) 2009 to (B)(6) 2009, ambien from (B)(6) 2008 to (B)(6) 2008 and effexor from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included drug allergy. Family history included cancer (paternal grandmother) and diabetes mellitus (sister). Concomitant products included alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2013, clonazepam (klonopin) since (B)(6) 2012, phentermine from (B)(6) 2009 to (B)(6) 2009, sumatriptan (imitrex) since (B)(6) 2012 and trazodone since (B)(6) 2010. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant), depression ("essure worsened depression/anxiety") and anxiety ("essure worsened depression/anxiety"). The patient was treated with iron and surgery (supracervical hysterectomy (uterus only) laparoscopically on (B)(6) 2017 and underwent a laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the last episode of device dislocation, uterine haemorrhage and embedded device outcome was unknown and the vaginal haemorrhage, menorrhagia, weight increased, migraine, headache, fatigue, dysmenorrhoea, alopecia, depression and anxiety had not resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: patient tolerated essure insertion procedure and removal procedure (laparoscopic supra cervical hysterectomy) well. Injuries or symptoms claimed resulted from essure did not decrease or resolve following essure removal. She did not retain the essure device or any portion of it, after essure removed. She had diagnostic laparoscopy, bilateral tubal ligation with fulguration on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on(B)(6) 2009: results: total bilateral occlusion. The uterus was fills but was difficult to completely visualize. No contrast was present in either fallopian tube. Pathology test - on (B)(6) 2017: uterus (53 grams), morcellated supracervical hysterectomy: leiomyomata, up to 1.5 cm. Benign basal endometrium. Intra-uterine, coiled metallic device. Current weight as of (B)(6) 2018: 158 pounds.; on (B)(6) 2014: she had diagnostic laparoscopy, bilateral tubal ligation with fulguration. Findings: abnormal shaped uterus with possible bicornuate uterus versus fibroid in the left cornual region of the uterus. Tubes and ovaries normal bilaterally. No pelvic adhesive disease. No essure coils located in the abdomen or pelvis. Mobile enlarged uterus.. Pregnancy test urine - on (B)(6) 2009: results: negative. Ultrasound scan - on (B)(6) 2013: right coil appears to be in myometrium and left coil not visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: medical records received. Event device expulsion was updated to device embedment. Product, patiet & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of device dislocation ("displaced essure coil"), uterine haemorrhage ("abnormal uterine bleeding"), the first episode of device dislocation ("malposition of essure-uterus/ migration of essure-uterus") and device expulsion ("malposition of essure-uterus/ migration of essure-uterus") in a (B)(6) year-old female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulliparous, nulli gravida, mood altered and endometrial ablation in 2009. Previously administered products included for birth control: mirena from (B)(6) 2008 to (B)(6) 2009 and copper t from 1996 to 2008; for an unreported indication: depo provera from (B)(6) 2009 to (B)(6) 2009, ambien from (B)(6) 2008 to (B)(6) 2008 and effexor from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included drug allergy. Family history included cancer (paternal grandmother) and diabetes mellitus (sister). Concomitant products included alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2013, clonazepam (klonopin) since (B)(6) 2012, phentermine from (B)(6) 2009 to (B)(6) 2009, sumatriptan (imitrex) since (B)(6) 2012 and trazodone since (B)(6) 2010. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant), depression ("essure worsened depression/anxiety") and anxiety ("essure worsened depression/anxiety"). The patient was treated with iron, surgery (underwent a laparoscopic hysterectomy and bilateral salpingectomy.), surgery (supracervical hysterectomy (uterus only) laparoscopically on (B)(6) 2017) and surgery (supracervical hysterectomy (uterus only) laparoscopically on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the last episode of device dislocation, uterine haemorrhage and device expulsion outcome was unknown and the vaginal haemorrhage, menorrhagia, weight increased, migraine, headache, fatigue, dysmenorrhoea, alopecia, depression and anxiety had not resolved. The reporter considered alopecia, anxiety, depression, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: patient tolerated essure insertion procedure and removal procedure (laparoscopic supra cervical hysterectomy) well. Injuries or symptoms claimed resulted from essure did not decrease or resolve following essure removal. She did not retain the essure device or any portion of it, after essure removed. She had diagnostic laparoscopy, bilateral tubal ligation with fulguration on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative . Hysterosalphingogram on (B)(6) 2009, finding: the uterus was fills but was difficult to completely visualize. No contrast was present in either fallopian tube ultrasound on (B)(6) 2013, comment: right coil appears to be in myometrium and left coil not visible. Surgical pathology report on (B)(6) 2017, final diagnosis: uterus (53 grams), morcellated supracervical hysterectomy: - leiomyomata, up to 1.5 cm. - benign basal endometrium. - intra-uterine, coiled metallic device. Current weight as of (B)(6) 2018: (B)(6) pounds. Approximate weight at the time of essure placement: around (B)(6) pounds. On (B)(6) 2014, she had diagnostic laparoscopy, bilateral tubal ligation with fulguration. Findings: abnormal shaped uterus with possible bicornuate uterus versus fibroid in the left cornual region of the uterus. Tubes and ovaries normal bilaterally. No pelvic adhesive disease. No essure coils located in the abdomen or pelvis. Mobile enlarged uterus. Most recent follow-up information incorporated above includes: on 2-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number 627751 was added. Events pain was clubbed with previously reported event. Events vaginal haemorrhage, menorrhagia, weight increased, device dislocation, device expulsion, migraine, headache, fatigue, dysmenorrhoea, alopecia, depression, anxiety were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("displaced essure coil") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and uterine haemorrhage outcome was unknown. The reporter considered device dislocation and uterine haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.